Manufacturer narrative:
Carefusion complaint number (B)(4). (B)(4). Results of investigation: a carefusion field service representative (fsr) evaluated the device onsite. The fsr calibrated the transducers and ran the operational verification procedure (ovp) and user verification test (uvt). The unit meets manufacturer specifications.

Event description:
The customer reported that the volume delivery on the ventilator was low while the device was in use on a patient. There was no patient harm associated with this reported issue.